Manufacturer narrative:
(B)(4)

Event description:
It was reported that an alert was recieved via remote transmission showing intermittent ventricular safety pacing after atrial pacing. Crosstalk is suspected. Device was explanted and replaced. Patient was fine post-procedure.